Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a stent dislodgement occurred. The 80% stenosed lesion being treated was located in the right coronary artery (rca). The 3.00x8 mm taxus express2 drug eluting stent came off the stent delivery system inside the guide catheter, before the stent delivery system reached the lesion. The physician thought that it was lost inside the body and searched 45 minutes for it, but then noticed the stent was in the guide catheter when it was pulled back out. No pt complications were reported. Pt status reported as "ok".